Manufacturer narrative:
Unknown, an exact date was not provided. The best estimate is between (B)(6) 2017 . (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that tecnis symfony toric lens (model # zxt375 17.5 diopter) was implanted on (B)(6) 2017 in the left eye of a (B)(6) female patient. Reportedly, the lens was explanted in a secondary surgical procedure on (B)(6) 2017 because of unexpected post-op refraction. No incision enlargement was reported. Another toric lens (model# zct450) was implanted with the same 17.5 diopter. The patient was reported as recovered. No further information was provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 11/24/2017. The product was returned to the manufacturing site for evaluation. The product was received dry in a container. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.